Event description:
(B)(4). Event occurred in the united states. The patient reported that when she woke up, she found that the infusion set tubing got detached on two different occasions. Her blood glucose level was 151 mg/dl on the first and 356 mg/dl on the second occasion. It was reported that while sleeping, the infusion set tubing disconnected off the cannula area. The site location was alternating outside her thighs and the pump was in her pocket and laid close by while sleeping. The infusion worked fine for one day and had detached later. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose was 150 mg/dl. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.